Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tha performed on (B)(6) 2018, periprosthetic fracture occurred around the polarstem stem std ti/ha 1 non-cem on (B)(6) 2018. A revision surgery was performed on (B)(6) 2018 to solve the issue, the stem was exchanged for a cemented stem. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: it was reported that, after a total hip arthroplasty performed on (B)(6) 2018, periprosthetic fracture occurred around the polarstem stem std ti/ha 1 non-cem on 08-jun-2018. A revision surgery was performed on (B)(6) 2018 to solve the issue, the stem was exchanged for a cemented stem. Patient's current health is recovered. The complaint device used in treatment was not returned for investigation. A visual evaluation was not possible, so the mentioned failure mode is not confirmed. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The performed complaint history review for the complaint device revealed no previous complaints for the same batch. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode and severity of the reported issue. A review of the device labeling revealed that the instructions for use document (lit. No. Lit. No. 12.23, ed. 03/21) states hip fracture as a ¿potential adverse device effect¿ in combination with the implantation of a hip prosthesis. No clinically sufficient data was provided to perform a medical investigation. Based on the performed investigations, the relationship between the reported event and the device was not confirmed. A relationship between the reported event and the device cannot be confirmed and the root cause of the reported issue remains undetermined. There is no indication that the reported devices failed to meet manufacturing specifications upon release for distribution. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.